Event description:
Boston scientific crm received information that "this lead was explanted and later replaced secondary to patient infection." The implant and explant dates that were provided are incorrect and the event date was not made available to us.